Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said patient hasn't used her system and that it has not worked for 3 years. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. It was reported the ins was od due to patient compliance. Additional information received. Rep asked about the likelihood that they would be able pull the ins out of overdischarge so the patient could put the ins in MRI mode prior to a scan. Tss reviewed information about charging. Additional information from the rep indicated that rep trying to do physician recharge on patient's implant, but the 60 minute clock starts but then just goes away. Issue still occurs when the recharger is plugged in. On the second call with rep. Technical services suggested getting the purple faceplate recharger since even if rep can get patient out of overdischarge, patient can't recharge the implant with a 4.0 recharger software version (recharger that rep has now). Patient reported that reported they did not need the device anymore, so they turned it off three years ago. They did not maintain the device, so it is dead. It will need to be replaced and patient doesn¿t plan to get the device replaced as she does not need it anymore. Patient provided their new address. Rep reported pt who has been in an unrecovered overdischarge (previously reported in mxpr #(B)(4) from nov 2021). Caller doesn't anticipate that pt's ins will be recovered.